Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a surging sensation. On (B)(6) at 3am in the morning, the patient's implantable neurostimulator (ins) surged. The surge continued until the morning when it then stopped. The patient did not check the ins with the patient programmer (pp) until the morning. When the patient checked the ins, the screen flashed and had a question mark on the screen. A manufacturing representative confirmed that it was a poor telemetry screen on the pp. The patient had replaced the pp in the past but the antenna was not changed. The manufacturing representative was going to provide a new antenna to the patient. They were advised to adjust the lying position zone and check amplitudes. The manufacturing representative increased the lying position zone and programmed voltages for upright. The patient was going to try stimulation and see how it would go. 12 days later, it was reported that the assistance the patient received from the manufacturing representative on (B)(6) solved the patient's concerns and she no longer had concerns with her device or therapy.

Event description:
It was reported that while the patient was in a reclining position where stimulation was set low, she felt stimulation going high on its own. On (B)(6) while reaching over her head to stretch before choir practice, the patient felt stimulation getting stronger, but it was not as strong as what she experienced last night. The symptoms reportedly had a sudden onset. There was no known accident or incident related to this complaint. The patient¿s status was unknown. The patient thought there was an implantable neurostimulator (ins) issue. The event occurred 4 days ago. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).